Event description:
It was reported that a cartridge alarm occurred during insulin therapy. There was no adverse impact to the customer¿s blood glucose level. Caller was assisted with proper cartridge loading technique, successfully loaded new cartridge, and resumed insulin therapy.